Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent fall the patient was not able to set their system into MRI mode. Diagnostics revealed low impedances on one lead. As a result, surgical intervention was undertaken where the lead was unscrewed, pushed all the way in and relocked to address the issue. It is unknown which lead has low impedance.